Event description:
Motherboards have been found to have several capacitors crusted over.they were provided as part of the philips medical telemetry system.following the system going down, during repair, replacement of hard drive and software upload, it was discovered that the motherboard had capacitors that had been leaking. ====================== ======================clinical engineering tech spoke with local philips tech about problem.